Event description:
In 2004, physician reported that bone healing was delayed for a pt who underwent high tibial osteotomy for a varus alignment of the knee three months earlier. The high tibial osteotomy was performed to create a 12.5 mm correction. An arthrex tibial opening wedge osteotomy plate with four screws was utilized to fixate the bone. Two truwedge bgs wedges (12.5 mm high) were prepared, soaked with pre-prepared platelet rich plasma and placed into the osteotomy site, one anterior and one posterior to the plate. According to physician, two months post-operatively, pt had signs for acute inflammatory infection evidenced by a draining sinus, which was cultured but nothing grew. Infection recurred again before report date. When doctor reported this event to MFR in 2004, pt had elected to repeat the high tibial osteotomy procedure using autograft and revision surgery was performed within 1 week of report.